Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir and the infusion set had air bubbles. The approximate size of the air bubble was half inch. The customer also reported that they experienced high blood glucose level and also experienced nausea. They treated high blood glucose level with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.